Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive "no delivery" alarm noted during testing. The insulin pump had scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that they received a no delivery alarm. The customer's blood glucose was over 500 mg/dl at the time of incident. The customer's blood glucose was 555 mg/dl at the time of call. The customer's mother stated that they treated the high blood glucose with manual injection. The customer's mother declined to troubleshoot. The insulin pump will be returned for analysis.